Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media that the customer experienced high blood glucose. Customer's blood glucose rose to 400 mg/dl after spending an hour swimming. It was also reported the customer had adhesive issues with their site. The insulin pump will not be returned for analysis.